Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was shocked during intercourse. Technical services reviewed the episode and found biphasic morphology with intermittent bundle branch block pattern. There is noise that is being double counted resulting in the patient receiving one inappropriate shock. Technical services discussed noise can be associated with secondary and alternate vectors and appear to be myopotential. Ts recommended troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.